Manufacturer narrative:
D9 - date returned to mfg: 12/16/2025. H3 and h6 codes - updated. One used device was returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. Functional testing was performed; a leak was observed at top seam of the cassette. Upon closer inspection, the cassette bag leak site was inspected, and a tear was observed at the cassette bag seam. The reported issue was confirmed and the failure mode observed was leakage at internal bag seams. However, root cause analysis is being addressed under a formal CAPA investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, after compounding saline and drug, a leak was noticed from the cassette's bladder. Per reporter, the issue was discovered immediately during preparation, and there was no patient involvement.